Event description:
It was reported that when interrogating the device there was atrial and ventricular lead warnings. It was noted that warnings like this had not been seen before, that all testing was within normal limits and it was not possible to determine when the lead warnings occurred. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.